Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5 and h6 (device code). Evaluation: the device and surepower battery were returned to zoll medical united kingdom for evaluation. The battery was forwarded to zoll chelmsford. The reported problem was verified. The log confirms that on the third charge attempt, the device could not reach the target energy of 200j. Review of the clinical logs, battery logs, and evaluation of the device, identified the returned battery as the cause of the complaint. The battery was determined to be out of calibration. Zoll recommends batteries be replaced at the earliest convenience when the 60% capacity range is reached and to increase reconditioning cycles (which calibrates the charge capacity of the battery) to every three months for batteries greater than three years old (the battery used was manufactured in (B)(6) 2016. The battery was replaced to resolve the report. This report is being closed as battery out of calibration. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a 74-year-old male patient, the device failed to charge on the third attempt. The first and second shocks were delivered. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a (B)(6) male patient, the device failed to discharge. The first and second shocks were delivered. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.